Event description:
Healthcare professional (hcp) reports a pt complained of nausea and shortness of breath 30 minutes into the pt treatment. The pt was also noted to be gray in color and diaphoretic. Bp at time of event = 116/66, pulse = 107. The pt was placed in trendelenburg position, removed from the treatment and given 5l oxygen per nasal cannula. The pt's symptoms resolved in the dialysis unit and the treatment was continued using a cellulose acetate membrane. The pt was then release to home fully recovered. This event occurred after the pt's first exposure to the psn membrane.